Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported; the device became unpaired via bluetooth from the remote monitoring application. Technical support was contacted and repairing via bluetooth to the application was unsuccessful. No intervention has been performed at this time. The patient was stable and will continue being monitored.